Event description:
Physician got wire access and tried to advance the sheath over the wire. The sheath's wire port hole was very small. Wire was unable to go through the sheath. Had to get another sheath.